Event description:
Report received from end user alleged that device failed as a result of a thermal event. User claimed that he awoke in the middle of the night and discovered smoke in his mask. User claims that the event was a result of a thermal failure of his heated humidifier, which was being used as an accessory to his CPAP deice. User has refused to allow evaluation of the device, so the failure cannot be confirmed.

Manufacturer narrative:
Alleged failure cannot be confirmed. The user has denied manufacturer request to evaluate the device.